Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a "check vent" alarm sounded. On follow-up, the diagnostic report showed an e/c 1102 (primary alarm failure). There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 16jul2019. Date of report: 09aug2019. The manufacturer¿s international service technician confirmed the reported alarm issue. The occurrence of "1102" (primary alarm failure) was observed and found in the diagnostic report (drpt). The manufacturer¿s international service technician replaced speaker #1 to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.